Event description:
During the procedure, the lead was placed and the impedance for all contacts were invalid. The connections were checked intraoperatively, the lead was moved, but this did not correct the issue. Another lead was used to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.